Event description:
Surgeon reported, post-op bending of an aegis screw. Surgeon is taking no action at this time. Images sent to depuy spine for evaluation. As an event of this nature could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made. Limited information is available at this time. If additional (significant) info becomes available a follow up report will be filed.